Event description:
The user facility reported that the water flow on the subject device had been intermittent while in use, but would operate when removed from the pt. The procedure was completed with a similar, but different device. There was no pt harm reported.

Manufacturer narrative:
The device reference in this report was returned to olypus for evaluation. The evaluation could not duplicate the reported phenomenon, even when the device was placed in angulated conditions. The air and water flow were within specification, however the air/water nozzle was noted to be damaged and deformed, which may have contributed to the reported event. The damage to the air/water nozzle appeared to be due to improper cleaning or handling of the device. This report is being filed in an abundance of caution.